Event description:
The customer reported approximately five patient samples recovered with high rbc and platelet (plt) results when cycled on their dxh800 instrument compared to alternate instrument. Mean corpuscular volume (mcv) results were also discordant between instruments. No erroneous results reported out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event. Printouts of the event requested but not provided. Platelet and rbc suspect messaging could not be verified. Manual smear results were requested but was not available for review. The customer performed an aperture cleaning. However, the issue was not resolved.

Manufacturer narrative:
The customer technical specialist (cts) verified the event thru pro service but was unable to resolve the issue remotely and service was scheduled for a customer visit. The field service engineer (fse) was at the customer site and observed that the blood sampling valve (bsv) was not rotating properly. The bsv pad misalignment caused pressure buildup disconnecting the tubing to the bsv. The fse replaced the bsv tubing and disassembled and cleaned the bsv resolving the event. Bec internal identifier: (B)(4).